Manufacturer narrative:
The reported impedance issue was not able to be confirmed. Analysis of the returned extension found it was cut during the explant procedure. Microscopic inspection did not identify any broken wires; however, the nitinol was broken near the insertion handle. Continuity from the header contacts to corresponding bare wires did not find any opens. The terminal end was not able to be tested due to explant damage (pulled out exposed wires).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07864 & 1627487-2019-07865. It was reported that the patient experienced uncomfortable stimulation after falling. The patient's system tested for low impedances. As a result, surgical intervention was taken. During the procedure, the system tested for both high and low impedances. It was noted that both extensions were coiled under the ipg. Both extensions and ipg were replaced. Issue has been addressed.